Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, there is a delay when interacting with the pump touch screen, the pump has intermittent unexpected resets and shutdowns, and a malfunction alarm occurred. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.